Event description:
It was reported that during an atrial fibrillation (afib) procedure, the case was cancelled due to the fact that the premature ventricular contractions (pvc) were mapping along the fascicle. All early signals had fascicular potentials in the right ventricular (rv) and the physician felt that it was unsafe to ablate in those areas and sound contours could not be taken. The patient was under local sedation. A transseptal puncture was performed prior to the case cancellation.

Manufacturer narrative:
Concomitant medical products: pi1-fm5xqs, coolflow pump, model# m-5491-02, serial # (B)(4). Pi1-fm5xsm, coolflow tubing set, model# d-1233-01-s, lot# 966033. Pi1-fm5y8j, soundstar, model# m-5723-05, lot# s1080380. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the case was cancelled due to the fact that the premature ventricular contractions (pvc) were mapping along the fascicle. All early signals had fascicular potentials in the right ventricular (rv) and the physician felt that it was unsafe to ablate in those areas and sound contours could not be taken. The patient was under local sedation. A transseptal puncture was performed prior to the case cancellation. Field service engineering set up the sequoia and started a study. The error was duplicated when the "carto" exam preset was not selected on the sequoia. Once selected the "carto" preset, they were able to see the u/s fan, freeze the fan and draw contours. System was functioning fine. System is ready for use. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.